Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported thatthe doctor saw the patient and recommended that the device explanted. The representative did not have a date for that surgery. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient had some reprogramming done at the clinic and stated that they were happy with their device and it works great for them. However, it was reported that the incision never healed so they had been using bandages to try and resolve the issue. It was noted that the patient was ¿diabetic possibly controlled,¿ which may have contributed to the issue. The implanting healthcare provider had moved out of the region since the procedure, and the new healthcare providers wanted to remove and replace the device. However, the patient wants to see another healthcare provider for a consult. It was noted that a surgical intervention was planned, but not yet scheduled. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.